Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device had deformation in the insertion tube. The device was returned to service where evaluation found a gap in the adhesive part of the tip, dirt has entered the inside of the lens through the gap. There was no harm or user injury reported due to the event. This report is being submitted for the gap found during evaluation.

Manufacturer narrative:
The device was returned to evaluation where a gap in the adhesive was found. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.